Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter fax number: not provided. Additional PMA/510(k) number: k101880.

Event description:
It was reported that implant (tsvtwb11) was removed due to implant fracture at tooth location 30. Bone loss was also noted.

Manufacturer narrative:
One imp, tsv, 4.7, 11.5, mtx, mg (tsvtwb11) was returned for investigation. Visual inspection of the as returned product identified that the implant is significantly damaged and fractured at the collar. It is noted in the per that the patient has a history of smoking, which could contribute to bone loss, and bruxism, which could lead to device fracture. The reported product was located on tooth # 30 and used for approximately 3 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review was completed for the subject lot number: 63245467. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number: (63245467) for similar event and no other complaint was identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture + screw fracture + bone loss) or product (tsvtwb11). Therefore, based on the available information, device malfunction has occurred and the reported fracture events were confirmed following inspection of the returned devices. The reported bone loss could not be verified with the information provided. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.